Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The as-received treatment with reduced dwell times passed. The cycler underwent and passed a system air leak test and a valve actuation test. The load cell verification was within tolerance. The iq drive was successfully able to upload the treatment data to the cycler. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid found on the baseplate and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler and the patient¿s death. Due to the very limited information obtained, the cause, any relationship to peritoneal dialysis (pd) therapy or any fresenius product(s) or device(s) cannot be determined at this time. However, it is well-known that sudden cardiac arrest is the leading cause of mortality with end stage renal dialysis (esrd) patients. In most cases of sudden cardiac arrest in esrd patients, the causative factors may be multifactorial and related to the physiological stress of esrd and its effect on cardiovascular processes. In the absence of confirmation from a medical professional as to the source of this patient¿s sudden cardiac arrest, the cause remains unknown at the time of this clinical investigation. Based on the available information, there were no documented allegations or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s death.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient passed away during their treatment. The rn reported that the patient¿s last treatment was on (B)(6) 2020, but when the iq drive data was downloaded from the cycler, there was no record of any treatment performed on (B)(6) 2020. The rn reported that the patient did not complete their treatment. The rn was curious why the treatment data was missing from (B)(6) 2020. The technical support representative advised the rn that the cycler record the treatment details to the iq drive after the treatment is completed. The technical support also stated that since the cycler never advanced beyond step 8 of treatment complete, the cycler did not record the treatment to the iq drive. Upon follow up, the patient¿s pd registered nurse reported this patient expired on (B)(6) 2020 at home due to a sudden cardiac arrest. No further information concerning this reported event was provided in the follow up. Multiple attempts were made to contact the outpatient clinic to obtain additional information related to the reported event, but no additional information has been provided. A final cycler pickup has been scheduled to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.